Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device was unable to obtain ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's activity log. The log indicated the end user was not in the correct ECG mode when using pads. The device was put through extensive testing which included environmental and functional testing without any discrepancies noted. The device passed the final test procedure, was recertified, and returned to the customer.